Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus (B)(4). Olympus (B)(4) inspected the device and confirmed no malfunction. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during therapeutic procedure with the subject device, the preset abdominal pressure could not be reached and pressure was not stable. Reportedly, after the abdominal pressure decreased due to suction during the operation, even when the maximum flow rate was set, the preset abdominal pressure could not be reached. The user replaced the subject device to another device and completed the intended procedure. There was no report of patient injury associated with this event.